Manufacturer narrative:
Product analysis: the product specimen has not been returned. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that this bioprosthetic aortic valve was implanted and explanted in the same procedure due to an unknown failure mode; the operative notes did not indicate a product failure and no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.